Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that balloon ruptured in a pinhole form at 12 atm. The device was removed without any problem using the normal method. The procedure was completed with the use of a different device. No patient complications were reported and the patient status was good post procedure.